Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant limb was implanted in the patient for an endovascular treatment of a 80 mm length dissection. The patient had a tortuous anatomy. It was reported that the stent graft was successfully implanted during the index procedure. However, it was discovered on the final angiogram that the actual length of the stent graft was not sufficient, effecting the result of the procedure. Per the physician, the cause of the event was due to device undersized. No additional clinical sequelae were reported and the patient is stable. Additional information received reported that the device was inspected prior to use, however, stent length could not be checked. It was noted that the lesion was on descending aorta and the stent was not explanted; but, one more new sent was implanted to cover the lesion. There was no effect to the patient and they were discharged from the hospital.